Manufacturer narrative:
The device logs confirm the occurrence of the reported error codes. Info about replaced parts has been sought. A supplemental medwatch will be provided after investigation. (B)(4).

Event description:
(B)(4).